Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v298954, implanted: (B)(6) 2010, product type: lead. Product ID 3389s-40, lot# v298954, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient's system was removed due to infection after the patient's hairdresser discovered the lead was exposed on an unknown date. The patient's indication for implant is essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.